Manufacturer narrative:
(B)(4).batch # unk. The following information was requested, but unavailable: were there any staple formation issues noted in primary or secondary procedure?

Event description:
It was reported that during a low anterior resection procedure, the registrar was called in to fire the circular stapler. The anvil was placed into the proximal end of the bowel and was attached to the trocar. Closure of the device was completed bring the proximal and distal ends together until the marker was in the green zone of the tissue compression scale and was double checked. The stapler was fired, the doctor firing the stapler said she could not achieve plastic to plastic and did not hear or feel tactile feedback; however the surgeon above said he heard the stapler fire. The surgeon check the anastomoses as they released the vacuum. There was one loose staple visible. The circular stapler was removed normally with no issues. As a precaution, the surgeon completed an over sew stitch where the visible staple was seen on the anterior side of anastomosis. A leak standard test was completed with no issues. Good sized intact donuts were achieved. Patient returned to theatre at four days post operation with fecal content in the abdominal cavity. All available information has been provided as part of this report, no further information will be forthcoming. One device was discarded.